Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The patient was admitted and continued to deteriorate with gastrointestinal bleeding (gib), acute hypoxic respiratory failure, concern for pneumonia (pna), acute chronic heart failure (chf), atrial fibrillation (afib), acute kidney injury (aki), and metabolic encephalopathy. Patient transitioned to hospice on (B)(6) 2026. Support was removed per patient and family request. The outcome was reported as not device or therapy related. Device parameters were within normal limits for the patient.